Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) and a patient receiving intrathecal morphine (compounded) at unknown co ncentration/dose via an implantable pump for spinal pain. It was reported that the patient had been hearing the non critical alarm since last friday. Patient stated they also had an magnetic resonance imaging (MRI) "about a week ago" and after that they went to the healthcare provider to have the "pump checked" and "everything was doing fine". Patient went in for a refill on friday and the pump had been alarming since then. The healthcare provider told the patient that the alarm "would go away" after the refill but the patient had continued to hear the alarm. The patient stated they had turned off everything in the room and they could still hear the pump alarm. The company representative (rep) was calling on how a healthcare provider (hcp) would troubleshoot this.

Event description:
Additional information received reported the cause for critical alarm heard was the low reservoir alarm. The pump alarming after refill for unclear reasons. The cause for the pump alarming after refill was not determined. The actions and interventions taken to resolve the issue was the patient was seen back in the office for reprogramming. The event resolved.

Manufacturer narrative:
H3: device code a27 no longer applicable for the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.